Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2015, a myosure procedure was performed. Before the procedure started, the doctor was aware that the patient had a prior pap smear which was shown in an ultrasound in the areas of her uterus to be "suspicious for malignancy". The doctor decided to use the myosure and during the procedure, it was confirmed the suspected carcinosarcoma. On another unknown date in 2015, the patient had a second surgery for hysterectomy and lymphadenectomy, and half of the excused lymph nodes were metastatic. After the procedure, the doctor mentioned to the patient that she would die in a couple of months even if she agreed to conventional treatment. Patient was sent home to spend the last months with her family. This procedure was carried out even though the medical record includes the statements, "suspicious for malignancy" and "suspicious for endometrial cancer". No additional information is available.